Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient initiated a 911/emergency protocol for a high blood glucose (bg) level of 18 mmol/l with loss of consciousness associated with an alleged inaccurate delivery. It was reported that the patient still had a high bg after changing their infusion set. Reportedly, the patient was treated in the emergency room (ER) by a healthcare provider and remained hospitalized. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.